Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 107, 110 and 111 mg/dl. Customer reported a result obtained of 81 mg/dl to coordinator but when contacted by technician, customer did not disclose a result of 81 mg/dl from the memory of the meter. Customer stated the true metrix results were lower than the results from her other device; actual meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 140-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 275 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/24/2023 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 107 mg/dl date: (B)(6) 2022 time: 7:00 am fasting, result 2: 110 mg/dl date: (B)(6) 2022 time: 7:30 am fasting , result 3: 111 mg/dl date: (B)(6) 2022 time: 7:30 am fasting.

Manufacturer narrative:
Sections with additional information as of 19-sep-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.